Event description:
The target lesion was the proximal left anterior descending (lad). The vessel was a de-novo and eccentric lesion. Aha/acc classification of the vessel was type c. The lesion length was 13mm and vessel diameter was 3.0mm. The procedure was an emergent case due to acute myocardial infarction (mi). Pre-dilatation was conducted with a 2.5 x 15mm balloon at 8atm for 10 seconds. Aspiration was conducted for treatment of thrombus. A 3.0 x 18mm cypher stent was implanted at 20atm for 15 seconds. Post-dilation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. A lesion in the left circumflex (lcx) remained, but treatment was scheduled later. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Two weeks later, an intervention was scheduled for the lcx. The patient was not showing any symptoms. Coronary angiography was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, aspiration and balloon angioplasty was conducted. Then, a taxus stent was implanted in the cypher stent. Physician indicated that the possible cause of the thrombotic event was because anti-platelet medicine did not have an effect due to the emergent case and because the implanted cypher stent might have been under-dilated.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt. See scanned pages.